Manufacturer narrative:
(B)(4). This report was received from a consumer via the baxter patient support program ((B)(4)). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. On the same day as onset, the patient was hospitalized for the event. Treatment was not reported. On an unreported date, the patient was re-trained on proper aseptic technique. At the time of this report, the peritonitis was resolving, the patient was recovering, and physioneal therapies were ongoing. No additional information is available.